Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty, a wire broke.a 300 cm kinetix plus guide wire was used to cross the target lesion in an unspecified peripheral vessel. The wire broke inside a balloon catheter while advancing the balloon. The wire was then retrieved inside the balloon catheter. The procedure was completed.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).